Manufacturer narrative:
It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a primary breast revision with a 420cc mentor smooth round high profile, saline breast implant experienced left-sided breast pain post procedure. The patient had tissue transfer procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient ethnicity is caucasian. The device was explanted on (B)(6) 2022. Patient age at the time of event was 30 years old. Manufacturer¿s reference number: (B)(4) non conformance's were identified during the mre and that the issue will be handled through mentor's quality system.

Manufacturer narrative:
Additional information received on june 30, 2022 indicated that the patient also experienced deflation and exposed implant due to incisions not healed properly. Her doctor advised her to get a tissue transfer/rearrangement because he insisted that if she had the procedure done her incision would no longer opens up and then it would heal because her tissue was so damaged and paper thin at that point, about a month later after the procedure her implant exposed again. As a result, patient underwent removal and after the removal she had major scar tissue. The doctor prescribed her antibiotics as a result of infection. Manufacturer¿s reference number: (B)(4).